Manufacturer narrative:
(B)(4). No complaint was received with the return of the device; failure event observed during analysis. Internal insulation abrasion was noted at 8.0-8.8cm from the distal tip. External insulation abrasion was noted at 15.8-16.1cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.

Event description:
This report is to advice of an event observed during analysis.